Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint transmitter device was not returned to dexcom. The receiver device (str-gl-pnk/sm34485328), used with the complaint transmitter device, was returned on (B)(4) 2014. The returned complaint device was visually inspected and no defects were found. A review of the receiver data log confirmed an intermittent antenna icon. The root cause was determined to be a hardware component failure.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report an out of range signal on (B)(6) 2014. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4).